Manufacturer narrative:
Product returned was the implant (concomitant) and the reason for the removal was unable to retrieval a piece of the abutment screw. Top part of the abutment screw was discarded.

Event description:
The dentist reported that abutment screw fractured. The lower part of fractured screw got stuck inside the implant, and it cannot be removed. Implant was removed. Upper part of fractured screw was discarded.

Manufacturer narrative:
The returned product was visually inspected an evidence of the fractured screw was observed inside of the implant. The upper part of the screw was not returned. The complaint is confirmed. The lot number of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.